Manufacturer narrative:
Patient information was not provided as the nurse manager, initials (B)(6), declined to provide the information. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the monitor for the system lost display and the navigation system then shut down without prompt from the user. Restarting the navigation system several times eventually resolved the reported issue. Once functionality was restored, the site continued with the procedure. There was a reported delay to the procedure of 5 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.